Event description:
It was reported that post a photoselective vaporization procedure of the prostate, the patient is experiencing retrograde ejaculation. The patient cannot produce any semen. It all goes back to the bladder.

Manufacturer narrative:
Date of event: actual event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a photoselective vaporization of the prostate (pvp) procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.